Manufacturer narrative:
H3: analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2020-sep-28. It was reported that the patient's pump was scheduled for replacement on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provider (hcp) regarding a patient who was receiving 800 mcg/ml of sufentanil at 311.93 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump had multiple motor stalls and recoveries. The patient reported that approximately a week prior to the date of the report, their personal therapy management programmer (ptm) stopped working. According to the patient, they took the batteries out of the ptm and replaced the batteries and eventually the ptm started working. The ptm was not working again on the date of the report. The patient clarified that when they go to get a bolus, they would see a bolus denied screen with an error code of 8476, indicative of a motor stall. The patient's pump logs were read and showed: motor stall recovery on (B)(6) 2020 at 9:16 pm, motor stall on (B)(6) 2020 at 7:56 am with a recovery at 9:26 am, motor stall on (B)(6) 2020 at 4:42 pm with a recovery at 4:59 pm, and a motor stall on (B)(6) 2020 at 6:45 pm with a recovery at 7:44 pm. Environmental/external/patient factors t hat might have led or contributed to the issue were not reported. A pump replacement was planned but had not been scheduled. The issue was not considered resolved at the time of the report. No symptoms were reported. The patient's status at the time of the event was listed as "alive-no injury". No further complications were reported.